Event description:
It was reported that the during initial test, water cooling not possible, mixing pump without function in an arctic sun device. Per follow up information received via mail on 21feb2025, device has been repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. During initial test, water cooling not possible, mixing pump without function. Replaced mixing pump. Performed pm procedure. Replaced heater, circulation pump, drain valves. Passed functional verification. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during initial test, water cooling not possible, mixing pump without function in an arctic sun device. Per follow up information received via mail on 21feb2025, device has been repaired in the hospital by (B)(6). No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.